Event description:
It was reported that after the procedure was completed & while attempting to remove the catheter through a 7fr sheath, the balloon came off the catheter shaft & became lodged inside the sheath. No pieces were indwelling in the pt & no additional procedure or pt injury was reported.